Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image coming on the monitor using the video system center. The issue was found during routine inspection. There was no patient or procedure associated with the event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer¿s complaint was confirmed. In addition, the following reportable malfunctions were found during the device evaluation: all light-emitting diodes on the front panel were glowing. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a defective printed circuit board caused the absence of an image and all light emitting diodes to glow on the front panel. Olympus will continue to monitor field performance for this device.